Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had informed a MRI technician that their implant had been replaced a few times due to a malfunction of the device. No symptoms were reported. The MRI technician did not have any additional information. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient indicated that the MRI technician reporting that the patient had their implant replaced a few times due to a malfunction of the device was incorrect. The patient clarified that it was repositioned once and the leads were moved twice. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-04. The patient clarified that their implant was not repositioned. Their leads were twice. The last time the leads were relocated, the implant remained in place. The initial surgery was on (B)(6) and then the leads were moved after 6-7 weeks. The leads were moved effectively (B)(6) 2017. The cause of the leads being moved was because they did not reach the extensions causing them pain and spasms. No further complications were reported/are anticipated.